Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that there was measurement failures, broken protector and cable damaged. No known impact or consequence to patient.

Manufacturer narrative:
The returned module was evaluated. Visual inspection showed that the bend relief sleeve has come loose from module. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed.